Event description:
Information received from the field does not address the patient's clinical status but notes that after the pocket was closed, ventricular lead impedance was >2500 ohms and no ventricular output was observed. The pocket was opened and as a test, the ventricular lead was placed in the atrial channel and the atrial lead was placed in the ventricular channel. The atrial lead then showed >2500 ohms impedance. The pulse generator was replaced.